Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that 1 hour after initiation of intra-aortic balloon (iab) therapy a "rapid gas loss" alarm was generated and blood was noted in the catheter tubing. A perforation was noted by the customer on the lower part of the iab after removal from the patient. The iab was removed and replaced. A non-maquet sheath was utilized for the procedure. There was no reported injury to the patient.